Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the wound dehiscence that required continued wound care cannot be ruled out. Contributing factors for wound dehiscence in this patient include concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 55-year-old male patient with recurrent glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. Novocure was informed on (B)(6) 2024, that the patient had concerns about the condition of his skin. In the images provided, there appeared to be a quarter sized escharred lesion on the surgical resection scar with three smaller at the distal end, with mild to moderate erythema. On june 12, 2024, additional information was received that the patient had a fever and had not been feeling well. The health care provider (hcp) recommended following up with an oncologist for wound care and optune gio therapy was temporarily discontinued. The physician was contacted for further details. Per a progress note provided by the hcp dated on (B)(6) 2024, the patient experienced extensive scars from the craniotomy flap with non-healing areas on the craniotomy site described as sub centimeter defects posteriorly with a smaller defect centrally with surrounding erythema that were packed. On (B)(6) 2024, the hcp noted the patient was receiving wound care which included packing the open area. The hcp did not provide a causality assessment of the event.

Manufacturer narrative:
On july 02, 2024, novocure received additional information that the patient was hospitalized, due to a cellulitis infection that had spread to an unspecified location. During the hospitalization it was discovered the patient had a coronavirus infection and elevated white blood cells. On (B)(6) 2024, the patient's caregiver reported the patient had been hospitalized for a week in the intensive care unit (ICU) following surgery, due to a bone infection in his head. On (B)(6) 2024, the caregiver informed novocure that the patient's health care provider (hcp) suggested no further treatment and the patient would be transferred to a long-term facility for hospice care. On (B)(6) 2024, the patient discontinued optune gio therapy. The prescribing physician was contacted for further details with no response. Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Osteomyelitis was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 16 reports of osteomyelitis in the commercial program to date, and one case reported as related to device use. Coronavirus infection and elevated white blood cells were unrelated to optune gio device.